Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #774c58. B3: only event year known: 2024. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism and with the blue led active. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 774c58, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished ech45l, with lot/batch number c9d75x, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure when pre-firing the device had no power generating as if the battery was ineffective. No patient harm reported.